Event description:
It was reported by the customer that a pyxis anesthesia system had patient did not crossed to pyxis. The customer reported that the patient was not be found on any list there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient information was not showing. The technical support specialist cross check all the device located in 4north unit and device from this unit was not mark for pre-admission. The issue was resolved by sending updated message to update the admission date. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufacture date details kept blank since there was no medstation asset associated with the anesthesia es system.